Event description:
During routine maintenance, the specified distance between the two pump rollers could not be calibrated. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.